Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when intubating a patient it was observed that the device¿s pipe tube 4.5 had inflation/deflation issue. It was exchanged for another and it happened the same. Patient was reintubated with 5.0 tube.